Event description:
It was reported the carelink transmission detected the device's patient alert was triggered as the atrial impedance was not taken. The device remains implanted and in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under (B)(4) for a 2 year retrospective review of reported events where the product remained in use; data range 03/30/2008 and 03/29/2010. This medwatch report represents 1 of 7363 events (event type code malfunction). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.